Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 1st, 2nd and 3rd distal stent wraps, with struts raised, stretched and misaligned. The sheath or stylette did not return with the device. Deformation was evident to the distal tip, tip appears to be ripped proximally. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute onyx drug eluting stent of size 2.5x30mm to treat a severely calcified and moderately tortuous lesion in the lad with (B)(4) stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. The lesion was predilated and there was (B)(4) stenosis remaining. The physician observed that the device had difficulty in crossing the lesion due to severe calcification and there was resistance. There was a previously implanted non medtronic stent and stent implantation was attempted by crossing this previously implanted stent. The stent was subsequently deformed in vivo during positioning. The guide catheters were also observed to have a kink in their structure. The procedure was completed with two resolute onyx devices of size 2.5x22mm and there was no injury to the patient.